Manufacturer narrative:
Article citation: bouhadana, gabriel, et al. ¿immediate prepectoral breast reconstruction without acellular dermal matrices: preliminary results.¿ plastic surgery., 2023, https://doi.org/10.1177/22925503231180889. Continued h.6. Health effect- clinical code: e172002, e2340, e0307. Continued h.6. Health effect - impact code: f1903. The events of necrosis, exposure, infection (unknown onset), cellulitis, wound dehiscence, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: necrosis, exposure, infection (unknown onset), cellulitis, wound dehiscence, and seroma.

Event description:
Through journal article "immediate prepectoral breast reconstruction without acellular dermal matrices: preliminary results", healthcare professional reported "major complications included nipple-areolar complex necrosis, hematoma, device exposure, and periprosthetic infections" and "minor complications included simple cellulitis (with seroma in some cases) and minor wound dehiscence." The rate of device explant was 5.7%(5 of 88 devices). Treatment: patients presenting with simple cellulitis were initially treated with oral antibiotics and/or IV antibiotics plus local drainage if a seroma was present. Some patients experiencing device exposure and severe infection required explantation.